Manufacturer narrative:
Results of investigation: the carefusion factory service department inspected the unit and was unable to duplicate the reported issue. The user interface module (uim) was powered on and operated without any issues detected. The uim showed no signs of distortions or problems during run time testing. The uim was opened and the internal components were visually inspected but no loose connections or damaged components were seen. No failures were detected.

Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) display distorts, then goes blank, but the unit continues to ventilate. The customer reported there was a patient on the unit when the issue occurred and the patient was placed on another unit with no harm.